Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 (air in set) alarm. Used sample was returned to baxter for complaint investigation. The complaint was not confirmed in the lab. The root cause of the complaint was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Sample is available and requested and a lot number was provided. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) explained the alarm. The tsr advised the hp would need to start over with new supplies or do a manual exchange. The hp stated that he would do a manual exchange. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the patient stated that the cassette was the cause of the alarm. The nurse was contacted regarding the event and no patient injury or medical intervention was reported.